Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call damage to the insulin pump. Customer's blood glucose level was 199 mg/dl. Customer advised that the insulin pump was dropped and then they replaced the battery and the screen is blank. The location of the damage is the screen which has scratch marks all over it. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.